Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide, model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia for three to four days. The patient stated this happened back in (B)(6) 2016 and tried to recalled all of the events as best he could. Symptoms reported include hyperglycemia and anxiety. The patient was treated with an intravenous fluids while he was at the hospital until he was cleared to start using the pump again. He was also given his benzodiazepine for his anxiety, he is certain there was other medications but he states that this was in 2016. So he doesn't have a lot of information regarding the incident. The pod was worn longer than 48 hours. No further information.